Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported complaint, but the error was confirmed via error logs review. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The axis 1 motor will be replaced as a precaution. No problem was found.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated non-recoverable errors 281 and 308, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could reproduce the reported errors. The patient side manipulator (psm) 2 generated error 281 and 307 when psm 2 yaw axis was rotated clockwise 180 degrees. The errors could be resolved by rotating counterclockwise and power cycling the system. The fse replaced psm 2 to resolve the issue. The system was tested and verified as ready for use. Isi has received the psm2 involved with this complaint; however, the evaluation is not completed yet. The complaint regarding repeated non-recoverable errors 281 and 308 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to repeated errors pointing to the patient side manipulator (psm). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the error 281 occurred on patient side manipulator (psm) 2. The customer power cycled the system several times, but the issue reoccurred. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer perform hard power cycle the system, but the issue persisted. The tse reviewed the error logs and confirmed repeated non-recoverable errors 281 and 307 pointing to embedded serializer setup joint (essj) 2 and psm. The customer wanted to disable psm 2, but the icon for disabling the psm was not showed. The surgeon elected to convert the procedure to laparoscopic surgery. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. There was no increasing port size incision or adding additional ports. The patient could tolerate the conversion with no injury.